Event description:
The device was alarming. When checked the ventilator was noted to not be cycling and the manometer was not moving. Manual ventilation was necessary to support the pt until they could place a new ventilator. During the event, the pt's oxygen saturation was 98% and vital signs were stable with no signs of distress. No pt injury or adverse event was reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a follow-up report detailing the results of the eval.